Manufacturer narrative:
The subject ch-s190-08-lb was returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject ch-s190-08-lb to determine the cause of this phenomenon from now on. Ch-s190-08-lb instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2018, during an unspecified procedure of urology using the ch-s190-08-lb, the error code "b30" was displayed on the monitor from the beginning. The user replaced the endoscope system including the subject ch-s190-08-lb with another similar endoscope system and completed the procedure. The ch-s190-08-lb was the camera head used on (B)(6) 2018 reported in c18101651. The video system center used in this complaint (B)(4) was a video system center different from that used in c18101651. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
The subject ch-s190-08-lb was returned to olympus medical systems corp. (Omsc). Investigation of the ch-s190-08-lb was started. Errors e216 and b30 were displayed a few minutes after turning on power to the ch-s190-08-lb. It seems that a malfunction similar to the reported complaint was reproduced. However, omsc has not identified the cause of the malfunction. Continue the investigation. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ch-s190-08-lb (sn (B)(4)) was returned to olympus medical systems corp. (Omsc). Otv-s190 (sn (B)(4)) that used when the reported malfunction occurred at this complaint was also returned to omsc. The operation log of the otv-s190 (sn (B)(4)) was investigated. ¿registration error1¿ and ¿e216¿ were recorded in the operation log. When "b30" occurs, it is specified to record the ¿registration error1¿ in the operation log. From the time stamp, it is considered that the reported malfunction of the complaint is correlated with this ¿registration error1¿, "e 216". Also "ap board overcurrent detection" and "ccd overcurrent detection" are recorded at the time near the occurrence of the error in the operation log. Power supply to the camera head from the otv-s190 was cut off when overcurrent was detected. As a result, "e216" and "b30" are considered to have occurred. The overcurrent detection is considered to be correlated with the failure of the internal board of the ch-s190-08-lb. In addition, functional checks were performed by connecting the ch-s190-08-lb and the otv-s190 (sn (B)(4)). Immediately after turning on the power, no error occurred, but errors "e216" and "b30" occurred several minutes after turning on the power. It seems that the phenomenon similar to the malfunction reported at the complaint was reproduced. Although it is not possible to identify the faulty board, it is considered that the internal board of the ch-s190-08-lb is faulty. DHR was confirmed. There was no abnormality in the inspection at the time of manufacture. Identification of the faulty part and cause of the fault could not be specified, but there is a possibility that the electronic element has broken down due to some cause after shipment. There was a possibility that overcurrent occurred due to the failure, resulting in "e216" and "b30".